Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. The device records four occasions when an in range patient impedance was measured and the device delivered a shock. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between (B)(6) 2015 and the last log entry on (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device is switching on automatically.